Manufacturer narrative:
The customer had no further issues following the service visit on 07-may-2021. The investigation determined a misalignment of the sample probe was the root cause of the event. The service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). On (B)(6) 2021 the fse visited the customer site and made multiple instrument adjustments and confirmed liquid level detection (lld) functionality. Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of an increased frequency of sample alarms on a cobas 6000 e 601 module. On (B)(6) 2021 the field service engineer (fse) checked the instrument and replaced the sample probe and the degasser tank. Other relevant adjustments were made and qc was acceptable afterwards. On (B)(6) 2021 the customer continued to experience sample alarms and also complained of questionable patient results. On (B)(6) 2021 the fse visited the customer and obtained the patient results. There were discrepant low results for 3 patient samples tested for elecsys ferritin (ferritin) and elecsys probnp ii (probnp ii). Sample 1 initial ferritin result was 0.5 ng/ml. The repeat was 128.9 ng/ml. Sample 2 initial probnp ii result was <10 pg/ml. The repeat was 307.2 pg/ml. "Sample 4" initial ferritin result was 0.5 ng/ml. The repeat was 112.8 ng/ml. The fse cleaned the tube between the sample syringe and the sample probe, found a scratch on the sample syringe and replaced it and checked and adjusted various other instrument parts. Qc was acceptable. On (B)(6) 2021 the customer complained of additional discrepant results for 3 patient samples tested for ferritin, insulin and afp. "Sample 1" initial ferritin result was 0.5 ng/ml. The repeat result from another analyzer was 5.8 ng/ml. The repeat from the e 601 module in question was 5 ng/ml. "Sample 2" initial insulin result was <0.2 uu/ml. The repeat result from another analyzer was 4.7 uu/ml. The repeat from the e601 module in question was 4.7 uu/ml. "Sample 3" initial afp result was 0.7 ng/ml. The repeat was 17.8 ng/ml. No questionable results were reported outside of the laboratory. The issue with sample alarms has improved, however, the customer is still having issues with questionable patient results. No reagent lot numbers with expiration dates were provided.